Event description:
Follow-up identified the patient's scs ipg was explanted and replaced. Effective communication and stimulation were reportedly established postoperative.

Event description:
It was reported the patient is unable to communicate with his scs ipg and external devices. The patient's programmer displays a 'comm' error. A sjm representative met with the patient and confirmed the issue. The patient stated he last had stimulation and charged successfully sometime in (B)(6) 2014. Surgical intervention is planned at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Corrections/removal reporting number: 1627487-12192011-003-r; 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.